Event description:
It was reported that the pt experienced a shocking or jolting sensation. The pt has never experienced therapeutic effect. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).